Manufacturer narrative:
The serial number was requested, but was not provided. Approximate age of device ¿ 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase (ldh) level had risen from 300 u/l to 700 u/l and pump thrombus was suspected. The patient's inr was increased to 9 due to septic shock. After that, this patient received vitamin k, and warfarin and aspirin were discontinued. No further information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed elevations in pump power; however, a specific cause for the reported rise in the patient¿s lactate dehydrogenase level and a correlation to the device could not be conclusively determined. The submitted log file contained approximately 5 days of data and elevations in pump power were captured throughout the log file. A specific cause for the change in pump parameters could not be conclusively determined. The patient remains ongoing on lvad support. Hemolysis and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.